Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an ami(acute myocardial infarction) patient just after insertion, a ¿leak in iab circuit¿ alarm was generated. The surgeon rebooted the iab pump (iabp) and the ¿leak in iab circuit¿ alarm was generated repeatedly and stopped pumping. Another iab as used to continue procedure. Moderate tortuous and calcification, mildly sclerosis was noted in the patient vessel. No patient injury was reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an ami(acute myocardial infarction) patient just after insertion, a ¿leak in iab circuit¿ alarm was generated. The surgeon rebooted the iab pump (iabp) and the ¿leak in iab circuit¿ alarm was generated repeatedly and stopped pumping. Another iab as used to continue procedure. Moderate tortuous and calcification, mildly sclerosis was noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. No blood was detected inside the returned iab catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # 193693.